Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported issue was confirmed. The root cause identified as a mixing pump failure. The device was evaluated upon receipt. It was confirmed that the fault was on the mixing pump. The mixing pump was replaced. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out of box failure. No additional actions are needed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the constant temperature measurement was not possible, the temperature sensor cable has been replaced. Per review of wo on 16apr2026, there was no patient involvement. Per sample evaluation results received via task on 01may2026, it was reported that the fault was on the mixing pump.